Event description:
It was reported that during surgery, when tightening the screws into the plate, the end of the screwdriver sheared off. The customer further reported that the piece was not removed as it was sitting flush with the screw. The customer stated, there were no adverse consequences and the event occured towards the end of surgery so did not impeed the finishing surgery.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.